Event description:
It was reported that the patient faced issue with two infusion sets fell off during use event on 09 feb 2026. The infusion set was in use for few hours. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.